Manufacturer narrative:
The 510 (k) is k073231.

Event description:
The lay user/patient contacted lifescan alleging that he/she received the wrong manual for the meter from a mail order company. There were no allegations of harm or injury. Replacement products were sent to the patient.